Event description:
Found during monthly inspection. According to the reporter, the device would not power on and the service wrench indicator was illuminated. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device and is continuing to investigate the reported incident.